Manufacturer narrative:
(B)(4). Summary of investigational findings: no images were provided, but two used wire guides were returned. On the first wire a remain was noted - probably blood. No damages to the coiling portion, but some ptfe is scraped off approx. 29cm from the welding between coil and shaft. On the second coil remains of blood were noted. No damages to the coiling portion, but some ptfe is scraped off approx. 42cm from welding between coil and shaft. The exact reason for the damages cannot be determined, but based on the findings it is assumed that both wires hit a sharp edge - maybe the tip of a needle. This would also explain the "metal to metal sound", which was heard. Investigation found no evidence to suggest the wire guides were not manufactured according to specifications, but cook medical will continue to monitor for similar reports.

Event description:
Description of event according to complainant: the coating was coming off from the wire and a metal sound was heard. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) pt identifier) unknown as information was not provided. Weight) unknown as information was not provided. Investigation is still in progress.

Event description:
Description of event according to complainant: the coating was coming off from the wire and a metal sound was heard. Patient outcome: additional information has yet to be provided by the reporter.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the coating was coming off from the wire and a metal sound was heard. Patient outcome: additional information has yet to be provided by the reporter.